Event description:
It was reported the insulin pump froze and it alarmed button error. Customer was attempting to input blood glucose reading and the device froze. Customer's blood glucose was 7.5mmol/l. Customer stated it has been hot when asked if customer recalled any events that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No frozen display or button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.